Event description:
A resident with parkinson's disease had been in bed with two full length side rails up. Resident holds on to the side rails and suffers from tremors, resident was leaning onto the rail when due to the tremors the rail dislodged from the lower end of the bed and fell. Resident rolled to the floor.